Event description:
It was reported that the healing abutment fractured inside of the implant hex. The implant remains implanted.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). It is unknown at this time if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: the fractured screw could not be removed, therefore the implant was removed. The following sections are being reported: b4: date of this report was updated. B5: event description was updated. D10: tsvtwb11, imp,tsv,4.7,11.5,mtx,mg/lot number- 1255367. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H6: health impact codes were added: 4624 and 4627. H10: narrative/data was updated.

Event description:
The customer called and stated that they were unable to remove the broken screw, so they had to remove the implant. Replaced it with another implant during the same procedure and added bone graft.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. The following sections are being reported: b4: date of this report was updated. B5: event description was updated. D1: brand name was updated. D2: common device name/product code was updated/corrected from dze to nha. D4: catalog number was updated. D9: device availability and return date were updated. G3: date received by manufacturer was updated. G4: PMA/510(k) number was updated. G6: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated.

Event description:
Upon evaluation, the unknown item was identified.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 3252. H6: investigation conclusions code was added: 4307. Zimvie received one (1) portion of the healing collar for evaluation. Visual evaluation of the as returned device identified the abutment was fractured at the screw region. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the hc445 dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are missing or confusing instructions for use, torque applied during placement/ seating exceeds recommended value, or clinician incorrectly engages abutment screw into implant. Therefore, based on the available information, device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.